Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to test because her onetouch ultramini meter was displaying just the last result, when she inserted a new test strip, without pressing any other buttons. The complaint was classified based on the customer care advocate (cca) documentation. On an unknown start date and time the patient claimed the alleged issue began. The patient reported using oral medications (unknown type and dose) with diet and exercise to manage her diabetes. The patient denied making any changes to her usual activity level or medications on the day of the alleged issue. The patient reported having something more to eat or drink than usual on the day of the alleged issue. The patient reported 2 days later, she developed symptoms of "sweaty, shaky and dizzy." The patient denied receiving any medical intervention for an acute complication of diabetes on the day of the alleged issue. At the time of troubleshooting, the cca confirmed there was no misuse of the subject meter and this was not the first time the meter had been used. The cca was unable to assist the patient with a walk through retest. The alleged issue remained unresolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is reported as an adverse event because the patient claims she was unable to test due to the alleged issue, therefore delayed treatment, and developed symptoms suggestive of hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.